Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, plastic distal end cover had a crack and a dent, adhesives around light guide lens had white-clouded area and was peeled, adhesives around objective lens had white-clouded area and was peeled, connecting tube had a wrinkle, switch #1 had a scratch, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had white-clouded area, a crack, and a chip, bending section cover had a scratch, the play of upward/downward knob was out of the standard value due to wear of angle wire, image guide protector was damaged, streak of flare appeared in the image due to adhesive peeling around objective lens, forceps channel port was shaved, protector of universal cord on scope connector side had a scratch, universal cord had a wrinkle and a scratch, paint on suction cylinder was peeled, suction cylinder was shaved, paint on air/water cylinder was peeled, and the electrical connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope water tightness was lost. The device was returned for evaluation. During the device evaluation, it was found that the nozzle contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Upon further review by the legal manufacture, it was determined that the reportable malfunction included in the initial medwatch report with MFR# 9610595202401452 was erroneous (4048 - failure to clean adequately). Additional review revealed that the reported device problem (aspiration problem) is not a malfunction reportable product failure. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Corrections to medwatch fields: b1: product problem incorrectly selected. H1: malfunction incorrectly selected. H6 code 4048 - failure to clean adequately was incorrectly selected.